Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The 3rd party service representative replaced the manual bag, and the unit was returned to service.

Event description:
During diagnostic check of the unit by a 3rd party service representative, a large leak was discovered in the manual bag. There was no report of patient involvement.

Manufacturer narrative:
Additional information has been received from the 3rd party service provider that the leak rate was confirmed to be under 4.5 lpm. Therefore, this event is not a reportable malfunction. Additional information has been received from the 3rd party service provider that the leak rate was confirmed to be under 4.5 lpm. Therefore, this event is not a reportable malfunction.